Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient condition affected effectiveness of device lesion morphology). Deformation problem. Evaluation conclusion: known inherent risk of procedure (stent deformation). Device failure/lack of effectiveness related to patient condition (lesion morphology). (B)(4).

Event description:
The physician was attempting to treat an occluded lesion in the rca using an endeavor resolute drug eluting stent. It was reported that the vessel was tortuous and the lesion was calcified with 70% stenosis. The physician advanced the device to the target lesion but the device could not cross the lesion. It was reported that the device was inspected prior to use with no issues noted. The lesion had been pre dilated prior to attempted use of the resolute device. The procedure was successfully completed using another device and there was no injury to the patient reported. Evaluation summary: there were no kinks or damage evident on the shaft. The stent was present on the balloon of the device between the marker bands as per specification. The 15th and 16th distal segments of the stent appeared damaged with raised struts. ¿please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).¿